Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge, successfully resumed insulin therapy, and the issue was resolved.